Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported damage (physical or cosmetic), was exposed to moisture and was functioning without anything. The customer reported a blood glucose value of 324 mg/dl. The customer reported hyperglycemia, which did not require treatment. The troubleshooting was performed. The event involved product(s) mmt-1886. The customer reported that the pump was exposed to moisture. Fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd, or the customer reported hearing fluid when shaking the pump. No further patient complications were reported. Mmt-1886 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 u2, j1, j2, j6, j7 / pcba 2 j1 connector / force sensor / motor / harness assembly vibrator]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case. Flashing medtronic logo was confirmed during analysis due to moisture damage on [pcba 1 u2, j1, 2, j6, j7 / pcba 2 j1 connector]. Unable to download history files and traces using [thump] due to flashing medtronic logo. Exposed to moisture confirmed. Alleged cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.